Manufacturer narrative:
A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. The final inspection process was reviewed and no anomalies were found. A search on complaints related to the same production order was executed. The search revealed that no other complaints for this order number were received to date. Review of the directions for use, (dfu) includes precautions, that state the listed pre-operative measurements are very important. Variability in any of the preoperative measurements can influence patient outcomes, and the effectiveness of treating eyes with lower amounts of preoperative corneal astigmatism. The dfu contains a section on lens power calculations, selection and placement of the tecnis toric intraocular lens (iol). During the manufacturing record review of this production order, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure because the patient's vision was off by several diopters. The incision was not enlarged and there was no vitrectomy performed. It was stated that the patient is seeing well with the new power. It was stated that the doctor implanted another model zct150 with the corrected spherical power and the patient's vision is normal. No further information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2015, implant date: (B)(6) 2015, explant date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.